Event description:
It was reported that right atrial (ra) and left ventricular (lv) epicardial leads were implanted and designated in the registration system incorrectly (i.e. The lead designated as in the ra was actually in the lv and vice versa.) When the device was implanted, the leads were connected to the wrong ports. The following day, the device was reprogrammed to an atrial pacing mode - which was actually a ventricular pacing mode -, the physician plans to monitor the leads, and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4968-25 lead, implanted 2015-(B)(6). (B)(4).